Event description:
During a ptca treatment procedure, the tip of the pt2 light support guidewire broke off. The lesion being treated was a fibrous, 100% stenotic lesion in the distal rca. The physician was able to cross the lesion with the pt2 wire, however, he was unable to visualize the wire to assure that he was in the correct area. The wire was pulled back and contrast was injected. It was noted that the wire was not in the correct location. In the process of re-advancing the wire. It prolapsed. While attempting to retract the wire, the tip fractured. The physician elected to use a stent to secure the wire tip to the vessel wall. The procedure was successfully completed. No pt injuries or complications were reported.